Manufacturer narrative:
Product analysis: the product has not been returned for analysis. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Conclusion: based on the information provided, the reported paravalvular leak (pvl) that required reintervention could possibly be related to patient anatomy, the presence of pre-existing patient conditions (calcification) and/or implant position. Positioning is dependent on patient anatomy as well as user technique. Potential factors that can influence implant position include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel and compliance of the aorta and native vessels. The procedure was successfully completed with no adverse patient effects reported. The root cause for this report could not be established from the information available. (B)(4).

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve into a heavily calcified native annulus, moderate to severe paravalvular leak (pvl) was noted due to the position of the valve. A balloon aortic valvuloplasty (bav) was performed twice but did not improve the pvl. A second valve was successfully implanted valve in valve and reduced the pvl to trace. No further treatment was prescribed. No adverse patient effects were reported.